Event description:
A pt's spouse reported blood glucose results of 9.3 mmol/l, 10.4 mmol/l and 6.2 mmol/l with a lifescan meter performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or 20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.